Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a grainy (noisy) image and a b30 error. The most probable cause is a component failure indicating expected or random component failure without any design or manufacturing issue; however, the cause could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope, had an error message e237 appear (communications error). There were no reports of patient harm.